Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 190 mg/dl at time of report. During troubleshooting, a system check was performed and no insulin was observed dripping out of the infusion set tubing. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.